Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The returned stent was found to be deployed. The sdw (stent delivery wire), introducer sheath and microcatheter were not returned. The functional testing was unable to perform as the returned stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. Also the patients anatomy was moderately tortuous which may have contributed to the event. The stent was returned deployed and intact, there were no other device components returned. It is probable that the stent was prematurely deployed during advancement through the patients anatomy. An assignable cause of procedural factors will be assigned to the reported nv - stent deployed prematurely during use, ' stent difficult/unable to transfer and stent difficult/unable to advance or pullback through catheter' and the analysed 'stent deployed prematurely during use', as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject stent was used along with other devices for stent-assisted procedure for an aneurysm located at the left middle cerebral artery (mca- m1) severe stenosis. Prior to deployment, the subject stent was covered the lesion, flushed and delivered subject stent. When it reached left internal carotid artery (ica) siphon bend, resistance was encountered, and it could not be advanced any more. Therefore, the subject stent was withdrawn to check, and the subject stent was deployed unexpectedly in microcatheter. The operator replaced it with another stent and the procedure was completed without clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject stent was used along with other devices for stent-assisted procedure for an aneurysm located at the left middle cerebral artery (mca- m1) severe stenosis. Prior to deployment, the subject stent was covered the lesion, flushed and delivered subject stent. When it reached left internal carotid artery (ica) siphon bend, resistance was encountered, and it could not be advanced any more. Therefore, the subject stent was withdrawn to check, and the subject stent was deployed unexpectedly in microcatheter. The operator replaced it with another stent and the procedure was completed without clinical consequences reported to the patient due to this event.